Event description:
Physio-control was performing device inspections, and testing at the customer facility and observed that the device had logged fault codes into device memory that relates to the power pcb assembly. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but did not observe any discrepancies and could not replicate the fault code. Root cause for the fault code could not be determined.